Event description:
Customer called and states, he did back to back testing on his compact plus system and received the following values: 166 mg/dl and 330's mg/dl. No adverse events. No action or inaction taken based on any of the values obtained. Requested return of suspect device and replacement was sent.